Event description:
It was reported that a perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During an atrial fibrillation pulse field ablation procedure, a versacross connect for faradrive was selected for use. The physician obtained access, mapped the right atrium and placed the coronary sinus catheter. Prior to transseptal, the patient was noted to be hypotensive. An effusion sweep was performed with intracardiac echocardiography (ice) and everything seemed normal. Then physician performed the transseptal puncture where it was noted that patient left atrium was small. A pre-map was performed and physician ablated with farawave 31mm catheter. The physician was having issues visualizing the guidewire when going in the left superior pulmonary vein (lspv). The next vein and posterior wall was ablated. The farawave catheter and sheath were withdrawn. The physician performed a sweep and then noticed that there was a significant effusion. A pericardiocentesis was performed and protamine was reversed. About 100 cc of fluid was removed. The patient was then transferred to a critical care unit and has since recovered successfully. The physician seemed to not know what caused the complication. Act was therapeutic. The patient is recovered and discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of hypotension, pericardial effusion, cardiac tamponade and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific has selected the cause code of known inherent risk of device for the pericardial effusion, cardiac tamponade, cardiac perforation and hypotension. The clinical events reported appear to be anticipated in nature as per the IFU for the versacross connect access solution for faradrive.

Event description:
It was reported that a perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. During an atrial fibrillation pulse field ablation procedure, a versacross connect for faradrive was selected for use. The physician obtained access, mapped the right atrium and placed the coronary sinus catheter. Prior to transseptal, the patient was noted to be hypotensive. An effusion sweep was performed with intracardiac echocardiography (ice) and everything seemed normal. Then physician performed the transseptal puncture where it was noted that patient left atrium was small. A pre-map was performed and physician ablated with farawave 31mm catheter. The physician was having issues visualizing the guidewire when going in the left superior pulmonary vein (lspv). The next vein and posterior wall was ablated. The farawave catheter and sheath were withdrawn. The physician performed a sweep and then noticed that there was a significant effusion. A pericardiocentesis was performed and protamine was reversed. About 100 cc of fluid was removed. The patient was then transferred to a critical care unit and has since recovered successfully. The physician seemed to not know what caused the complication. Act was therapeutic. The patient is recovered and discharged. The device is not expected to be returned for analysis (disposed).